Event description:
It was reported that the patient experienced worsening incontinence with an artificial urinary sphincter (aus). A surgical procedure was performed in which the balloon and cuff were removed and replaced. During the procedure the device was seen to be functioning and intact. The patient was said to be good after the procedure. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.